Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump with an inoperable stop key on channel b. No patient injury or medical intervention was reported. The current software version of this device is unknown. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. Although the reported condition was discovered during device evaluation, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an inoperable stop key on channel b. The root cause was determined to be a disconnection in the keypad circuit board vertical interconnect access. This device was returned unrepaired due to service estimate refusal by the customer. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.